Manufacturer narrative:
The device was received for evaluation. During functional testing, a blank screen was not reproduced. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed liquid crystal display (lcd). The lcd requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a blank screen during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.